Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: d314trg, bi-ventricular implantable cardioverter defibrillator, (B)(6) 2012; 6947, implantable tachy lead, (B)(6) 2004, 5554, implantable pacing lead, (B)(6) 1999. (B)(4).

Manufacturer narrative:
Product event summary - the actual lead was not received for evaluation. We did receive performance data collected from the lead and have analyzed the data. An out of tolerance subthreshold lead impedance alert was recorded on 2013 (B)(4). The maximum left ventricular (lv) lead pace impedance rises from an approximate baseline of 1000 ohms the week ending 2013 (B)(4) to greater than 1500 ohms the week ending 2013 (B)(4).

Event description:
It was reported that the left ventricular (lv) lead was experiencing impedances out of range. The lead remains in use at this time. No patient complications have been reported as a result of this event.